Event description:
It was reported to philips that the wireless footswitch was not working, which would impact system imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary planned treatment was being performed when the issue occurred and was completed as planned by using the wired footswitch. The philips field service engineer (fse) visited system onsite and confirmed that the wireless pedal was not working. Upon troubleshooting, the fse found the issue with wireless footswitch and charger was damaged too. To resolve the issue, the fse replaced wireless footswitch, receiving base station and charger then verified the proper connection, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.